Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of having high blood glucose of 600 mg/dl. Troubleshooting was performed and it was found that cannula was slightly bent. Customer treated high blood glucose with manual injection. Customer received assistance with sensors and was advised to call back should issue persist.